Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side breast is "firm and looks abnormal due to capsular contracture,". Patient also reported "moderate breast pain." Healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.

Event description:
Patient reported right side "firm and looks abnormal due to capsular contracture," baker grade iii. Patient also reported "moderate breast pain". Healthcare professional later reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported right side "fully rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken on radius assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Observed 40 mm dark patch edge material inside gel device. Stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right side "fully rupture." Device has been explanted and replaced.

Manufacturer narrative:
Correction to mw2625605. Aware date: 11/aug/2022.